Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable magnesium gen 2 result for one patient on their c501 analyzer. The patient's initial magnesium result was 3.5 mg/dl and it was reported outside the laboratory. The technician saw that the patient's previous magnesium result was lower and repeated the sample. The repeat result was 2.0 mg/dl. A corrected report was issued. The patient was not treated based on the original result and there were no adverse events. The magnesium reagent lot number was 69923401 and the expiration date was 02/29/2016. The field service representative could not duplicate the discrepant result nor determine the cause. He checked and adjusted the internal and external rinse water. He checked all the rinse tubing for leakages. He replaced the detergent 1 tubing, sample probe, and r1 and r2 reagent probes as preventative measures. He performed mechanical checks to verify the analyzer was functioning normally. He ran a precision check. The customer performed calibration and quality control which were ok.

Manufacturer narrative:
The customer declined to have the instrument decontaminated. She stated the field service representative has performed preventive maintenance since the event, and they have had no further issues.

Manufacturer narrative:
The investigation was unable to determine the cause of the event with the information available. Additional information was requested from the customer but was not provided.